Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Review of the sensor data available in the data management system (dms), indicated that the system was working within expectations and did not show any concerns about the health of the sensor. Overall, bg values meet the sg trends well, with occasional differences due to lag between sg and bg inherent to the sensing technology and calibrations entered during periods of rapid glucose change. Customer care recommended the user to continue using the system and to enter calibrations when glucose trends were not changing rapidly. As per the data management system (dms) review, the system remained in active use with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.